Event description:
Information received indicates the pump continued to run when the dose was completed.

Manufacturer narrative:
The system testing for this pump was reviewed and found to be functioning normally. All alarms functioned according to specifications. Volumetric accuracy was found to be within specification. Several tests were run with pediasure at the settings used by the customer. Each time when the bag was empty, the pump stopped and alarmed, no food. The customer complaint could not be duplicated.